Manufacturer narrative:
The field service engineer (fse) found that a fitting on the base of the backwash tank was loose and was leaking. The fse replaced and tightened the fitting and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.